Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a sixty-six-year-old male patient with acute myocardial infarction and cardiogenic shock was supported with an impella 5.5 device placed through the axillary-subclavian approach. During support, the patient developed a significant bleeding event at the insertion site. Nursing staff were unable to determine whether the bleeding originated from the sutures or the surrounding wound vacuum dressing, which had been placed prior to transfer. The wound care team planned to exchange the dressing to assist with management. The patient was receiving heparin therapy and dual antiplatelet medication at therapeutic levels. The patient also experienced arrhythmias, including bigeminal premature ventricular contractions and atrial flutter. Electrolyte replacement was administered, and an echocardiogram confirmed appropriate impella positioning. The arrhythmias resolved following electrolyte correction. An additional medical device was required to assist with management of the access site. The reported events¿major bleeding, arrhythmia, and the need for adjunct device support¿were considered consistent with the patient¿s underlying condition, cardiogenic shock, anticoagulation therapy, and the known risks associated with large-bore arterial access. The patient survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Summary investigation asae / major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details. Arrhythmia : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D6b: updated explant date.